Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device was not meshing properly. On (B)(6) 2017, it was clarified that the issue occurred (B)(6) 2017 during surgery. There was another device used to complete the surgery and the surgical technique for the product was utilized. There was no adverse event associated with the failure and there was no extension or delay to the procedure. It was also noted that there was no harm or injury to the operator. On (B)(6) 2017 it was further clarified that the event did not occur during the first ever use of the device and it was not known if the device had been repaired by anyone other than zimmer biomet. The harvested graft was not useable and there was an additional graft taken. The blade was placed properly for use and the dermacarrier was at room temperature during use. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device needed calibration, repair, and preventative maintenance and the roller, damaged comb, gears, and damaged hardware were replaced. This is not a related issue. The previous repair report for the skin graft mesher, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the comb, comb springs, and side plates were damaged which would cause problems with the mesh. It was also noted that the calibration was within specifications and the sample mesh could not be performed due to the damaged comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the worn bushings, worn side plates, damaged comb, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device was not meshing properly¿ was confirmed since during initial inspection the comb, comb springs, and side plates were all damaged which could cause problems with the mesh. The reported event was confirmed since during initial inspection the comb, comb springs, and side plates were all damaged which could cause problems with the mesh. The root cause of the device not meshing properly cannot be specifically determined with the provided information. The issue was resolved with the replaced the worn bushings, worn side plates, damaged comb, and damaged hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation results revealed that the comb was damaged.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established. This event has been recorded by zimmer biomet as (B)(4). Received; however, not yet evaluated.

Event description:
It was reported that the device was not meshing properly. Additional information received clarified that the device was chewing up the skin during surgery. Therefore, the harvested graft was not useable and an additional graft was required.